Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms. Customer's blood glucose was 300 mg/dl. Customer went into diabetic ketoacidosis. Customer attempted to address elevated blood glucose by administering a bolus with the pump; however, blood glucose would not come down due to repeated occlusions. Customer changed pump supplies to address the issue and resumed insulin delivery.